Event description:
Event: ischemia of the bowel. Case details: the graft was successfully implanted in 2002. The aortic bifurcation was observed to be heavily calcific and there was significant thrombus in the aneurysm. Three days later the patient was taken to the or for emergency surgery to remove an ischemic large colon, and portion of the small colon.